Manufacturer narrative:
The devices were not returned to bsn for evaluation, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt was explanted due to an infection at the pocket site and the midline incision. The pt exhibited symptoms of pus at the pocket site. The pt was treated with both IV and oral antibiotics. The pt was reportedly doing well following the explant procedure.